Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report is filed february 16, 2016.

Event description:
Per the clinic, the patient developed an infection at the implant site that would not resolve despite treatment with oral and IV antibiotics. Subsequently the device was explanted (B)(6) 2014. The device has not been made available for analysis as of the date of this report.